Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
A healthcare professional reported rupture on left side, diagnosed by MRI. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
A healthcare professional reported rupture on left side, diagnosed by MRI. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening on the anterior side assessed, as unidentified (tear) opening (shell thickness was within specification). Additional observations: brown particles observed, on the device.

Event description:
A healthcare professional reported, rupture on left side. Diagnosed by MRI. The device has been explanted.